Event description:
It was reported that this left ventricular (lv) lead was explanted after 3 days of being implanted due to a dislodgement. This lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This correction report is being submitted due to changes in the d2a common device name and d6b explant date fields. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead was explanted after 3 days of being implanted due to a dislodgement. This lead was successfully replaced. No additional adverse patient effects were reported.